Manufacturer narrative:
Pt info was not provided by the facility. A f/u report will be sent if this info is rec'd. Sorin group (B)(4) manufactures the waste bag (B)(4). The incident occurred in (B)(6). This medwatch is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) rec'd a report that there was a problem with the connection between the tubing of the cell saver and the waste bag when changing the device. It was also reported that the problem resulted in the user being exposed to blood. There was no pt involvement and no report of injury to the user. A review of the product specifications revealed that the problem was not due to a defect with the wash set. The waste line connector and the waste bag were recently changed to allow a more easy connection and a better grip. The user attempted to connect an old waste bag to the new configuration. This resulted in an incomplete seal at the connection to the waste bag and exposed the user to the waste fluid. This user was not notified of this change prior to making the connection. Sorin group (B)(4) stated that this was an isolated occurrence. No further action was deemed necessary.

Event description:
Sorin group (B)(4) rec'd a report that there was a problem with the connection between the tubing of the cell saver and the waste bag when changing the device. It was also reported that the problem resulted in the user being exposed to blood. There was no pt involvement and no report of injury to the user.